Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) generated an autofill failure. The iabp unit was swapped out with another iabp unit to continue therapy without issue. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) generated an autofill failure. The iabp unit was swapped out with another iabp unit to continue therapy without issue. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
Multiple attempts have been made in order to obtain information regarding the repair status of the iabp unit; however, a getinge field service engineer (fse) has advised that the customer has not produced a purchase order in order for parts to be ordered and replaced for the iabp unit involved in this event. The fse has advised that the iabp unit remains out of use and is currently still located at the customer's site. If additional information is provided, we will submit a supplemental report.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) generated an autofill failure. The iabp unit was swapped out with another iabp unit to continue therapy without issue. There was no patient harm and no adverse event was reported.